Event description:
The facility reported an overinfusion that occurred during pt use. There was no pt injury or medical intervention. The user reported that all 60ml of the device infused in 50 hours. The expected flow rate was 120 hours. The contents were lidocaine and ketamine hydrochloride. No additional information was provided.